Event description:
It was reported that the lap-band kept losing fluid after fills. The port was explanted, because of the suspected leak.

Manufacturer narrative:
Taper unknown. (B) (4). The product associated with this report was returned; however, the device analysis results are pending at this time. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."